Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was within specifications. The qc recovery was within the customer¿s established ranges. There was no indication of a performance issue with the reagent. The centrifugation time was 10 minutes at 4100 rpm. The centrifugation speed may be too high per the tube manufacturer¿s recommended guidelines. The humidity was noted to be 27%. Product labeling states "ambient humidity during operation: 30-85% (non-condensing)." After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system ver. 2 on a cobas 6000 e 601 module. No questionable results were reported outside of the laboratory. There is no possibility of pregnancy for this patient. The sample initially resulted in an hcg+beta value of 146.9 miu/ml and repeated as 0.100 miu/ml with a data flag. The sample was also repeated on a second e 601 analyzer, resulting in a value of < 0.100 miu/ml. The hcg+beta reagent lot number was 64377003, with an expiration date of 30-nov-2023.

Manufacturer narrative:
The measuring cell test count was noted to be high. The field service engineer exchanged the measuring cell. The issue was resolved after this action.